Event description:
It was reported that the patient had a shocking sensation while sitting and watching a movie and was then admitted to the emergency room (ER). The ER doctor requested a manufacturer representative be paged because the patient had forgotten where the patient programmer was. The patient later remembered where it was so her husband went home to get the patient programmer and upon his return they were able to turn the device off. When the manufacturer returned the call to the doctor two hours later, the patient had already left the hospital. The patient was instructed to follow up with her managing physician. Follow up is being conducted to obtain patient outcome. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bnme, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).